Event description:
It was reported by the customer that when using the bd pyxis medstation es, the device was in a disconnected mode. It was taking 1 to 2 minutes to login into the station. The customer stated that the reported issue occurred when user was trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter zip a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by customer but there was no information received about repairs. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was in a disconnected mode. It was taking 1 to 2 minutes to login into the station. The customer stated that the reported issue occurred when user was trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.